Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise and oversensing, and pace impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) reviewed the noise events and determined that the noise had the appearance of minute ventilation (mv) signal oversensing. There was also noise observed on the right ventricular (rv) and shock channels, but the noise was not being oversensed. Ts discussed programming options and to continue to monitor. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation also determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise and oversensing, and pace impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) reviewed the noise events and determined that the noise had the appearance of minute ventilation (mv) signal oversensing. There was also noise observed on the right ventricular (rv) and shock channels, but the noise was not being oversensed. Ts discussed programming options and to continue to monitor. The device remains in service. No adverse patient effects were reported.